Manufacturer narrative:
Insulin pump was received with act and up arrow buttons unresponsive due to corroded keypad traces. Unable to confirm motor error alarm or perform the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests due to button keypad anomaly. Motor passed motor test. Insulin pump had cracked case at display window corners, battery tube threads, reservoir tube lip, belt clip slot, minor scratched and cracked display window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump alarmed motor error. The customer¿s blood glucose level was 235 mg/dl at the time of the incident. The customer stated that the drive support cap was normal and that the insulin pump was not exposed to high magnetic fields and was able to complete the rewind process. The pump pass the displacement test. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump is being replaced and is expected to return for analysis.